Manufacturer narrative:
Patient information was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the lvad circuit was exchanged. The nurses noted a clicking on and off. The clicking was rhythmic. Related manufacturer reference report # 3003306248-2022-00047.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of rhythmic clicking from the circuit was not confirmed. The centrimag 1st generation primary console was not returned for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to the serial number of the 1st generation primary console being unknown. Centrimag motor instructions for use (rev. G) instructs to always have a back-up centrimag motor available. Centrimag blood pump instructions for use (rev. E) states "always have a spare centrimag blood pump, back-up console and equipment available for change out." Centrimag primary console operating manual (rev. I) warns "one back-up console and motor are required in the immediate vicinity of each patient whenever the centrimag blood pump is used. The back-up console must be connected to the back-up motor, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the primary console or primary motor experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the circuit was not actually exchanged. The clicking issue self-resolved.